Manufacturer narrative:
No device evaluation was performed since the frayed portion of the graft was not yet returned to the manufacturer. A review of the device history records of the complaint device indicated that the graft was processed and inspected according to procedures and no anomaly was found. A reserve sample from the same coating process as the complaint device was evaluated. The visual examination performed by the qa/qc manager evidenced no fraying at the both edges of the graft. Graft was handled under normal conditions and no damaged/ fraying was observed. No conclusion can be drawn until the portion of graft is received by the manufacturer. A follow-up report will be submitted within 30 days upon receipt of the returned portion of the complaint device.

Event description:
It was reported that upon removal of the graft from the package, the physician noted that one of the two edges of the graft had frayed. There was no patient injury as the graft was used for the procedure after trimming off the frayed edge with an electrosurgical device.